Event description:
The manufacturer received information alleging that the ventilator inoperative condition occurred. There was no harm or serious injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (gbx3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.